Event description:
Competitor reported an unknown patient was using an infusion device that did not show an alarm in the history for an occlusion when the infusion set cannula became kinked, causing elevated blood glucose. Treatment received was not provided. Attempts to locate patient was unsuccessful as the competitor company was unable to provide it to our organization when they were contacted. No further information is available. No product return was requested.

Manufacturer narrative:
Patient's date of birth is unknown. Patient's sex if unknown. Patient's weight is unknown. Patient's medical history and medical conditions are unknown. Device serial number is unknown. Patient's therapy and medical products are unknown. It was unknown if the initial reporter sent a report to the FDA. Device is unavailable for return.